Manufacturer narrative:
Two single use samples were received for evaluation. Visual inspection on the returned samples observed no evidence of fraying or tears on the filter. The filter materials were found to be within normal conditions. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 9 </noe> malfunction events. It was reported that the filters of nine small volume folfusors were frayed. This was noted prior to patient use. There was no patient involvement. No additional information is available.